Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a revision procedure due to charging difficulties with older implanted pulse generator (ipg), as the charging time was taking longer. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The device was retained by the facility and will not be returned. Patient was doing well post operation.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
The device was not returned to boston scientific for analysis, and the complaint reported was not able to be confirmed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint, and the conclusion code, cause not established, will be used. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a revision procedure due to charging difficulties with older implanted pulse generator (ipg), as the charging time was taking longer. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The device was retained by the facility and will not be returned. Patient was doing well post operation.